Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument would not release clips. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have both grip input disks broken. Input disks 6 and 7 were found completely broken from the inside of the housing.

Event description:
Refer to h10/h11 for follow-up information.